Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported her symptoms returned on (B)(6) 2016. She tried using her patient programmer (pp) and was not able to connect. The patient was not feeling stimulation when therapy was on. It was noted that on the call patient got a poor communication screen. Patient tried re-positioning antenna a few times. Patient was able to connect without antenna and pp showed implantable neurostimulator (ins) was on, she was in program 1 at 0.85 v. The patient increased to 0.95 v. Patient wanted to increase higher but got a poor communication screen. Patient tried re-positioning a few times and was not able to connect again. Patient would monitor symptoms at 0.95 v. Patient stated she knows how to use the pp and would try to connect when adjustment would be needed. The patient reported urinary symptom. The patient also mentioned she knows where her ins was, she could feel it because it was still painful post-surgery. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.